Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer had no symptoms of high blood glucose. High blood glucose was treated with manual injection. Customer's blood glucose value was 248 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for site or insulin issues, and if device settings were correct. Customer declined further troubleshooting. Customer was advised to monitor blood glucose and to follow up with healthcare professional.